Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect user interface module (uim) component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect uim component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent blank user interface module (uim) display on this ventilator device during testing. The customer stated no patient issue was associated with this event.

Manufacturer narrative:
The suspect user interface monitor assembly was returned to vyaire and evaluated. The reported problem was duplicated. The root cause was isolated to a disconnected backlight pcba to led lcd cable assembly at the lcd screen connector.